Event description:
Boston scientific received information that this patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 125 ohms. The cause of the high impedance issue is unknown at this time and the ICD and rv lead continue to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated that another high out of range shock impedance measurement of greater than 125 ohms was recorded by this patient¿s system. No intervention has taken place and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4).